Event description:
The user facility reported that during a patient procedure the monitor to their hexavue ip custom room rack was not displaying an image. A delay in the patient procedure was reported. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.